Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that both lens haptic's were torn off and missing. Surgical residue/debris on product. Conclusion - (no conclusion can be drawn): the root cause for this event cannot be determined because the cartridge and injector were not returned.

Event description:
The facility stated that the surgeon implanted an aa4204vf plate silicone lens. The lens tore upon insertion into the eye. The lens was removed. The facility stated that the lens was folded using smooth forceps. No patient injury. The injector, model and lot number was not specified by the facility. The cartridge, model mtc60c fp, lot number was not specified by the facility.